Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement of 0 ohms. Subsequent shock impedance measurements were stable and within normal limits at 56 ohms. Electromagnetic interference (emi) was suspected to have occurred at the time the shock impedance was measured. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.